Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a tka replacement of a stryker getaround knee replacement system in (B)(6) 2015. From (B)(6) 2015 to present knee has been constantly swollen, full of fluid and in terrible pain. Every 3 months patient has been going back to her doctor to complain, but x-rays show nothing wrong.

Manufacturer narrative:
Corrected data: date of implant. An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the medical notes, primary operative report and x-rays by the consulting clinician indicated "in this obese patient with fibromyalgia, history of multiple falls, and polyarticular pain, there is no evidence that factors of total knee component design, manufacturing or materials are responsible for the clinical complaints referable to her left knee. It should be noted that approximately twenty percent of all total knee arthroplasty patients have persistent post-operative symptoms and discomfort." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. A review of the medical notes, primary operative report and x-rays by the consulting clinician indicated "in this obese patient with fibromyalgia, history of multiple falls, and polyarticular pain, there is no evidence that factors of total knee component design, manufacturing or materials are responsible for the clinical complaints referable to her left knee. It should be noted that approximately twenty percent of all total knee arthroplasty patients have persistent post-operative symptoms and discomfort." A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a tka replacement of a stryker getaround knee replacement system. From (B)(6) 2015 to present knee has been constantly swollen, full of fluid and in terrible pain. Every 3 months patient has been going back to her doctor to complain, but x-rays show nothing wrong.